Event description:
A physician questioned hemoglobin results of 0.0, 1.3 and 3.2 g/dl generated on the cell dyn 1800 for one pt sample run three consecutive times. The sample was sent to a reference laboratory and a hemoglobin value of 12.2 g/dl was obtained (instrument unk). The customer technical advocate (cta) educated the customer on possible interfering factors for hemoglobin as outlined in the operators manual. No impact to pt management was reported.